Event description:
A normal rhythm was reported and then a 2000ms pause was noted with noise. Reprogramming was done. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.